Event description:
Right ij swan ganz catheter inserted on 11/7/96 for hemodynamic monitoring. Chest x-ray obtained and confirmed proper positioning. Pt underwent left hemicolectomy on 11/8/96. At 11;50 pm, approx. 10 minutes after the balloon had been inflated to obtain pressures, pt developed hemopytysis followed by cardiopulmonary arrest. Pt expired.